Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during end-to-end anastomosis of the right lower hemicolectomy, they found the anvil of the bounce cap was slightly tilted, staples fell out of the device and staples were scattered out of the small box and stapler did not fire. There was no patient injury.